Event description:
Procedure type: oophorocystectomy. According to the reporter: after putting the specimen in the bag, the surgeon pulled the string and attempted to remove the bag through the incision. Since the specimen was quite large, the surgeon extended the incision and started to remove the bag from the cavity. At the time, the surgeon noticed a black part was disengaged from the device and retrieved it from the cavity. After confirming nothing remained in the cavity, the procedure was completed. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).